Event description:
This device is an 18g x 1.5 safety needle which was going to be used for drawing up medications. After opening the sterile pack for this item, the crna noticed little red dots on the hub of the needle. She immediately notified the anesthesia workroom supervisor and the anesthesia vice chief to question whether this was blood, whether the item had been packaged that way, or whether it had been opened and returned into the clean bin.the clinical lab determined that the spots were not blood.we pulled the rest of that lot number from inventory, and found a total of 10 more sterile-packaged needles that had these red spots or other dark specks on them inside their sealed sterile packaging.the microbiology lab attempted to identify the substance however were unsuccessful - testing did not exist for this material. They made the recommendation to send it to the manufacturer for identification.======================manufacturer response for injection needle, kendall monoject magellan (per site reporter).======================field rep submitted the qa report to corporate office. "It can take up to 30 days when the sample is received before we will get a response. If something comes in sooner, I will let you know."